Manufacturer narrative:
On 9/16/2019, the mentor failure analysis lab received the device for evaluation. On 9/24/2019, additional information was received indicating the patient experienced late onset seroma and device rupture on the left side. Both the seroma and rupture were discovered during explantation of the complaint device. The seroma was tested for malignancy and was found to be negative for malignancy, and negative for cd30 positive cells. The patient underwent removal and replacement with mentor memorygel breast implants 235cc, catalog number 3507235mc, serial number (B)(4) (l) and serial number (B)(4) (r). Device evaluation summary: during evaluation of the device a line of shell wear was observed on the anterior view expanding to the posterior view also a tear within the shell wear was noted in the posterior view measuring approximately 5.5 cm. No other anomalies were observed. A shell wear failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant medical products: mentor memorygel breast implant 300cc, catalog number 3543007, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and experienced capsular contracture baker grade IV on the left side, confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2019.